Event description:
During a coronary drug eluting stenting treatment procedure the stent pulled off the balloon. A lesion in the tortuous mid right coronary artery (rca) was pre-dilated with a 2.0x15mm and 2.5x15mm maverick2 balloon. The physician attempted to cross the lesion with a 2.50x20mm taxus express2 drug eluting stent. The stent was withdrawn through a guidant copal touhy adaptor when it was noticed that the stent pulled off of the balloon. The procedure was completed with a 2.00x15mm and 2.50x12mm mini vision stents. The pt was reported to be in satisfactory condition.